Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a connector from another manufacturer was attached to the endoscope reprocessor cleaning tube when reprocessing scopes. An unknown number of scopes were reprocessed and used on patients. There were no reports of patient harm or injury.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A root cause could not be identified. Based on the results of the investigation, the most likely cause was determined to be wrong handling by the user. The event can be detected/prevented by following the instructions for use which state: operation manual - inappropriate repair or modifications. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.